Manufacturer narrative:
Batch review performed on 11 september 2019: lot 1900804: 299 items manufactured and released on 06-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, 178 items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 11 september 2019: liner: mectacer 01.29.414 ceramic liner ø 36 / f lot. 1810818 (the iten is not registered in USA) lot 1810818: 349 items manufactured and released on 05-mar-2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, 251 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 month from the primary due to infection(staphyloccocus) of the hip joint. The head and liner have been revised and performed the washout.